Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. D9: date returned to mfg.: 1/14/2025. H3 and h6. Codes: updated. One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the corroded latch lock flex sensor. The latch lock flex sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had the issue of cassette not latched error. There was no patient involvement.